Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead displayed a yellow alert for left ventricular automatic threshold (lvat) test detected as greater than programmed amplitude or suspended. Technical services (ts) discussed that lvat was suspended due to fusion beats. Ts also noted that the presenting electrogram suggested intermittent lv capture, with some signals showing narrow qrs complexes and others showing wide qrs complexes. Based on this review, ts indicated that the programmed output may not be sufficient to ensure consistent lv capture. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead displayed a yellow alert for left ventricular automatic threshold (lvat) test detected as greater than programmed amplitude or suspended. Technical services (ts) discussed that lvat was suspended due to fusion beats. Ts also noted that the presenting electrogram suggested intermittent lv capture, with some signals showing narrow qrs complexes and others showing wide qrs complexes. Based on this review, ts indicated that the programmed output may not be sufficient to ensure consistent lv capture. This lead remains in service. No adverse patient effects were reported. Additional information was received. The field representative indicated pacing outputs were increased to provide an adequate safety margin. No adverse patient effects were reported. This lead remains in service.